Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt doesn't have stimulation where they feel it normally (hf stimulation), but says that they have noticed a few times that the stimulation was off when they went to check with controller. Pt says that "I am usually at 3.7 or 4v but when I checked the settings they were all at zero, and today it was at 5.0 and it was set at 4.0 yesterday". They said this started happening "over the last 2 weeks". It was asked if ins had depleted (which would turn stimulation off) and pt said they were down to "about 10 percent last week" but doesn't think it got all the way down to zero percent. Pt doesnt think they have been around any emi except usage of a magsafe recharger for their iphone but hasnt been close to it. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received via a manufacturer representative from a patient. The patient notices stimulation amplitudes go to 0.0 milliamps, despite having previously set them at specific amplitudes. The patient utilizes adaptivestim for all groups.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the stimulation turning off was due to the patient not staying in position for the full three minutes when in a new position so he would set intensity and then move to another position which was set at another intensity or 0. The issue has been resolved. The patient turned off adaptive stimulation (as) and has had no further issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.